Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had received an alert due to noise on the right ventricular pacing/sensing lead. No patient symptoms were reported. Upon review of stored electrocardiograms, crosstalk was observed. Intermittent capture was noted during the crosstalk episodes with the patient's intrinsic rhythm present. No cross talk was observed during in clinic follow-up. Lead damage was suspected. The lead was successfully capped and replaced on (B)(6) 2016.